Manufacturer narrative:
Correction: h6 device component code.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine due to high conductivity. A burned power cord was noted during repair. The fst replaced the power cord and was unable to replicate the high conductivity issue. Upon follow-up, the biomedical technician (bmt) it was confirmed that burn marks were identified on the prongs of the power plug. The fst replaced the power plug as a precaution, and stated the high conductivity issue was unable to be replicated. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 3117 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine due to high conductivity. A burned power cord was noted during repair. The fst replaced the power cord and was unable to replicate the high conductivity issue. Upon follow-up, the biomedical technician (bmt) it was confirmed that burn marks were identified on the prongs of the power plug. The fst replaced the power plug as a precaution, and stated the high conductivity issue was unable to be replicated. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 3117 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine due to high conductivity. A burned power cord was noted during repair. The fst replaced the power cord and was unable to replicate the high conductivity issue. Upon follow-up, the biomedical technician (bmt) it was confirmed that burn marks were identified on the prongs of the power plug. The fst replaced the power plug as a precaution, and stated the high conductivity issue was unable to be replicated. There was no burning smell, smoke, melting, or arcing noted, and there were no reports of sparks or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. There were 3117 hours on the machine at the time of the repair. After the repair was completed, the machine was returned to service. The damaged power plug was not available to be returned for evaluation as it was reportedly discarded. In addition, photos of the component were not available. There was no patient involvement associated with the reported event.